Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for nonmalignant pain. It was reported that it was reported that it took forever for the equipment to find the pump as a lot of times the handset would say that it was not able to retrieve the pump. Upon unlocking the handset, the patient saw the myptm app home screen. They closed all apps on the handset and then attempted to connect to the pump. They said that it was a nightmare holding the communicator over their pump for a long time due to where the pump was implanted. They no device found. Agent reviewed and had them reposition the communicator. They said that they would see a red and white square upon opening the handset but they couldn't remember what it said. They would tap ok and then they would have to restart the myptm application. They were able to connect and bolus. The patient also said that the handset was lagging at 90%. Agent reviewed and guided them through deleting the data. Agent had them turn off the communicator and close al l apps on the handset. The patient will continue to do this moving forward after connecting to the pump.